Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a damaged port. It was further reported that the port was completely outside the bag. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 08, 2019 - august 09, 2019. The device was received for evaluation. Unaided visual inspection was performed which observed that the fill port top end of the tubing detached form the inside of the bag and sticking outside in back of the bag. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.